Event description:
The customer reported incorrect readings on sphb. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. During simulation testing, the device passed manual and preset conditions and provided accurate measurements. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: per masimo procedure smp-1333c sphb accuracy testing requires a minimum of thirteen (13) human subjects currently completing this testing is not possible due to the covid-19 pandemic. When it becomes safe to complete this testing an additional follow up with the results of the testing will be submitted. H3 other text : testing cannot be completed at this time.

Event description:
The customer reported incorrect readings on sphb. No patient impact or consequences were reported.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported incorrect readings on sphb. No patient impact or consequences were reported.